Event description:
Discordant, falsely low carbon dioxide (co2), blood urea nitrogen (bun), calcium (ca), magnesium (mg), glucose(glu) and albumin (alb) results were obtained on two patient samples on an advia 1650 instrument. The samples were repeated on another instrument and resulted as expected. The discordant results were released from the laboratory but were corrected before reaching the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2, bun, ca, mg, glu and alb results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and did not find an instrument malfunction. The fse verified probe alignments, functionality of the mixer and wash station and lamp voltages. Precision and quality controls were run and all were within range. The fse preventively ordered the customer new pump seals. The cause of the discordant, falsely low co2, bun, ca, mg, glu and alb results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.